Event description:
It was reported the customer had recurring no delivery alarms on their insulin pump. The customer's blood glucose was unknown. The customer also stated they were able to resolve the alarm by a complete set change. Customer declined to return their products for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.